Event description:
This complaint is from a literature source. The following literature cite has been reviewed: saraglis g, muscat j, shankarappa y, mohammad elgeweny ms, mohamed hussein mm. A radiographic evaluation of uncemented total hip replacements and the role of uncemented implants in the management of hip osteoarthritis in the elderly population. Cureus. 2023 dec 13;15(12):e50487. Doi: 10.7759/cureus.50487. Pmid: 38222132; pmcid: pmc10787170. Objective/methods/study data: this study focuses on the radiographic evaluation of the uncemented pinnacle/corail total hip replacement construct in 123 patients of all age groups who underwent an elective procedure, with a minimum radiographic follow-up of two years. Implant information (collared or non-collared stem), femur type (dorr classification), age, gender, and revision rate were collected and radiographic analysis of the femoral stem and acetabular component was performed for the immediate post-operative, six-month, one- to two-year follow-up radiograph of all patients. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown hip femoral stem corail and unknown hip acetabular cup pinnacle adverse event(s) and provided interventions possibly associated with unknown hip femoral stem corail (qty 16): 16 patients were identified to have radiolucencies around the femoral stem with no intervention required adverse event(s) and provided interventions possibly associated with unknown hip acetabular cup pinnacle (qty 12): 12 patients were identified to have radiolucencies around the acetabular cup with no intervention required adverse event(s) and provided interventions possibly associated with unknown hip femoral stem corail (qty 1): 1 patient sustained a fracture of the greater trochanter requiring a trochanteric plate fixation.

Manufacturer narrative:
Product complaint #: (B)(4). The following literature cite has been reviewed: saraglis g, muscat j, shankarappa y, mohammad elgeweny ms, mohamed hussein mm. A radiographic evaluation of uncemented total hip replacements and the role of uncemented implants in the management of hip osteoarthritis in the elderly population. Cureus. 2023 dec 13;15(12):e50487. Doi: 10.7759/cureus.50487. Pmid: 38222132; pmcid: pmc10787170. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.